Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 6.0mmx60mmx135cm sterling balloon catheter was advanced for dilation. However, during second inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.